Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all orders were not crossing to 1 station. A technical support specialist (tss) found that the device gem ed had been manually set to critical override by the customer. Navigated to pes, settings, device, selected gem ed, unchecked enable critical override, and saved the changes. Fse also changed the station configuration from profile to non-profile. Profile mode requires a verified order to be sent to pyxis before a medication can be pulled, while non profile mode allows medications to be pulled without an order. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es orders were not crossing to one station. The customer stated that this malfunction affected the patientcare workflow. There were no delay, no adverse events or injuries reported based on this event.